Event description:
The customer reported that the remote user interface joystick on the 9800 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface was replaced by the customer during the service call. The system was tested and found to be working as intended and put back into service.